Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported attempting to program a bolus for a small snack when he saw that there was 20 units of insulin on board. According to the activity history, a 25 unit bolus was programmed about 17 minutes prior to the patient noticing. The patient's blood glucose level (bg) were below 50 mg/dl. As treatment, the patient ate sugar, temporarily suspended their temp basal and manually injected insulin.